Manufacturer narrative:
B3 - date of event captured as 01jun2026 no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump over-delivered medication. The upstream sensor was on, the air detector was off, and the lock level was set to ll2. A closed system transfer device (cstd) was used to fill the cassette, and gravity flow was used for priming. Medical intervention was required. The reporter stated that the patient had received an excessive dose of medication for two consecutive weeks and had also received the cassette overfill, equivalent to approximately 30 additional hours of infusion. The reporter expressed concern, as the patient consistently completed infusions with air present in the line without any corresponding air-in-line alarm. The event occurred while the device was being used by the patient in the home setting. It was confirmed on multiple occasions that the patient slept with the pump positioned at chest height and did not hang the pump above chest level. All pumps had been replaced following the first course of blinatumomab; however, the issue continued to occur. The reporter indicated that anti-siphon tubing would be trailed to determine whether it improved the situation. The cause of the infusion bag running dry remained unknown. The reporter further stated that the infusion bag was connected at 13:07 on 06/09, and the family stopped the pump at 05:45 the following morning after the bag had run dry and an air-in-line condition occurred. The patient was medically affected by the event.